Event description:
The pt experienced no stimulation sensation. Impedances were greater than 4000 ohms on all bipolar pairs. The pt hadn't fallen or experienced other trauma. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.